Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported having air bubble in the tubing while troubleshooting for high blood glucose. Customer's blood glucose was 190 mg/dl. Customer stated the sized of the air bubbles are small like carbonated bubbles. Customer stated the insulin pump was not rewound with the reservoir in place. Fixed prime was performed until air bubbles were no longer visible. Insulin was not stored in room temperature. No further information reported.